Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was nearing end of life. As a result, the patient underwent surgical intervention on (B)(6) 2024 to replace the ipg.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.